Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra 2 meter is giving inaccurate high readings. The pt provided more info and clarified details on oct. 26, 2007. On original date, the pt obtained the alleged inaccurate high blood glucose readings of "307, 330, and 351 mg/dl." The pt was reportedly asymptomatic in the morning before she took her insulin dose. The pt reportedly increased her insulin to 3 units of humalog based on the elevated high readings. After the insulin treatment, the pt started to develop symptoms described as "shaky, sweaty and confused." At lunchtime, she was also obtaining readings in the "300 mg/dl" range, took an increased amount of insulin, and reportedly felt low again. At this point, the pt questioned the accuracy of the meter and test strips. When the pt got home later that day, she tested her blood glucose with her lfs backup meter and her one touch ultra 2 with a new vial of test strips at "67 mg/dl." The pt feels that since both meter correlates with the way she feels at that time, both meters are reading ok. However, the pt feels that the test strips she used earlier that day, is allegedly reading inaccurately. The pt stated that she did not require any further medical intervention. During the troubleshooting session, the pt verified that the unit of measurement was correctly set to mg/dl, the testing technique was correct, the punctured area was cleaned appropriately, and the meter was reading the correct side up. This complaint is being reported because the pt alleged she developed symptoms that can be suggestive of hypoglycemia after she took her insulin dose based on the meter's results. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.